Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level. Additionally, it was reported that the pump time was incorrect, cause was unknown. Customer reported a blood glucose level of "above 500" mg/dl and "below 40" mg/dl. Customer addressed elevated bg by a correction bolus via the pump. Customer consumed carbohydrates to address low bg. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.